Event description:
This device was implanted on (B)(6) 2005 and was explanted on (B)(6) 2011 due to infection. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).